Event description:
Patient implanted with nail and screws on an unknown date. Patient returned to operating room on (B)(6) 2012 for revision surgery of im nailing of tibia. Surgeon removed all hardware due to malunion of fracture. Surgeon revised patient to a larger diameter nail. This is the 1st of 4 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.